Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 4 tubes were overfilled (tubes filled completely). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 09-jul-2025 investigation summary bd received two photos and 194 samples for investigation. The evaluation of the photos indicates overfill. Functional tests were conducted on 20 returned samples, and it was determined all tubes drew out of specification. Additionally, 20 retained samples were functionally tested, and it was determined all tubes drew out of specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 4 tubes were overfilled (tubes filled completely). There was no health impact or consequences reported.